Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission, noise and high, out of range pacing lead impedance were observed. Electromagnetic interference was suspected. Lead tested normal in clinic. Patient will be monitored remotely.